Event description:
The surgeon implanted an aa4203tl toric silicone lens but the haptic broke while being inserted. The incision was enlarged to remove the lens and sutures were required. The facility stated it was unk as to why the haptic broke. The model and lot numbers for the injector and cartridge used were not provided by the facility.